Manufacturer narrative:
Pc-(B)(4) date sent: 4/22/2024 an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: how was the post-op bleeding identified? It was identified during the case- this was not a post-op bleed. How many days postoperative was the bleeding identified? It was intraoperative. What was the total estimated blood loss (ml)? It's above 4 units of both blood and plasma was a transfusion required? Yes how was the bleeding addressed? It's above- with suture and overseeing what was the pre and postoperative anti-coagulant and pain management protocol? Unsure was the bleeding intraluminal or extraluminal? It was across the renal vein and artery any clips, clamps, or graspers near the area where the device was being fired?unsure any issues noted when firing the device? No

Manufacturer narrative:
(B)(4). Date sent: 4/9/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Any clips, clamps, or graspers near the area where the device was being fired? Any issues noted when firing the device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open nephrectomy procedure that the surgeon fired over the renal vein. The surgeon looked at the staple line after the device was removed and it was "bleeding profusely". Surgeon called in a vascular surgeon who used prolene suture to control the bleeding. The procedure was delayed about twenty five minutes and the patient needed four units of blood and four units of plasma.

Manufacturer narrative:
(B)(4). Date sent: 6/5/2024. D4: batch # 667c80. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage, with a battery pack, and with two gst60w reloads present. The reload (b) was received fully fired. The reload (c) was received fully fired with the reload pan partially dislodged from the right proximal side. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the knife was noted to have nicks. The device event log was reviewed and showed that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated.  Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly.  To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device.  Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 667c80, and no non-conformances were identified.